Manufacturer narrative:
The report states:patient revised for infection. Doi (B)(6) 2007, dor (B)(6) 2010 (left hip). **update** (B)(6) 2011 litigation papers allege: patient suffered injuries to the body and extremities, pain and suffering of both the physical and mental nature, permanent injury to the body as a whole. It is also alleged on (B)(6), 2010 patient died from complications stemming from his asr hip implant. Dor: (B)(6) 2010 per litigation. The reported devices were returned to depuy orthopaedics and were then placed in secured storage. The devices are currently being held in a secured area, pending possible evaluation later as part of a retrieval center investigation into the root causes of the need for revision of asr devices. A search of the complaints databases finds no other reported incidents alleging infection against the product and lot code combinations since their release to distribution. Previous review of the device history records by depuy international did not identify any related manufacturing deviations or anomalies. Additionally, research using the as400 system shows other devices from the reported lots as delivered and can be reasonably concluded as implanted without issue as no further reports have been received. The investigation can draw no conclusion with the information provided. It is known that the asr platform was voluntarily recalled in august of 2010 following an hhe. Based on the inability to determine a root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for infection. Update (B)(6) 2011 litigation papers allege: patient suffered injuries to the body and extremities, pain and suffering of both the physical and mental nature, permanent injury to the body as a whole. It is also alleged on (B)(6), 2010 patient died from complications stemming from his asr hip implant. Dor: (B)(6) 2010 per litigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Pending possible evaluation.